Event description:
It was reported by the customer via e-mail: "we had an instance of a person on the lift descending with the winding handle freewheeling until a member of staff grabbed the winding handle. I have since tested this and it seems fine now, with the seat remaining at any set height without holding the winding handle." Reference MFR report # 9611530-2013-00093.